Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No consequences for the patient. New threads were opened each time. Could you please provide more details about how the wires hang? Do you have any photos available for visual analysis? No photos available, it is difficult to remove the thread from the packaging, can cause thread-needle disunity. In addition, the surgeon also found a reduction in the quality of the needle in terms of penetration. What is the current status of the patient? The patients are doing very well. The real problem is that this causes the use of more threads because they break, this deeply annoys practitioners and they lose confidence in the quality of the thread. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "the real problem is that this causes the use of more threads because they break", please clarify: when was the threads broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify what is the total number of broken sutures involved in each case? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The wires hang when taken out of the packaging. No adverse patient consequences were reported. Additional information was requested.